Event description:
The customer reported that insulin from the reservoir leaked between the o-rings and into the reservoir compartment. The customer stated that his blood glucose was 490mg/dl when he woke up. The customer stated that he was testing his blood glucose every hour and his blood glucose kept increasing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.